Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer alleged insulin pump gives low battery warning in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and moisture damage in battery tube. Pump¿s history and trace files downloaded successfully using thus software. Device passed active current measurement and displacement test. However, unit received with unexpected battery power loss and had high sleep current. In addition, low battery alerts noted in the pump history files on (B)(6) 2021 at 3:05pm and on (B)(6) 2021 at 3:26am. Therefore, battery change occurred before 1 week. Moisture damage noted in pcb 2. In summary, customer allegation that pump gives low battery warning in less than 1 week was confirmed during testing where device received with unexpected battery power loss and had high sleep current due to moisture damage in pcb 2 board. After swapping pcb 2 board with a test board, device powered up properly. In addition, insulin pump history files confirmed battery change occurring before 1 week. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump placed multiple new batteries but was still having trouble. Customer reported that this is the second occurrence of replace battery alert in less than 8 hours. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.